Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the downloaded receiver log did not confirm the reported event of a hardware error.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a hardware error on (B)(6) 2015. Patient reset the device and the reported issue was resolved. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).